Event description:
It was reported the catheter ruptured at the distal tip. No pt injury reported.

Manufacturer narrative:
The catheter has been evaluated. The catheter tip is partially separated at the point between the marker band and the end of the catheter braid. Based on the findings, the catheter tip may have been partially separated during the removal of the device from the package prior to use. This can occur when the user does not properly remove the device from the tip protector. The label on the device tray provides instructions/diagrams regarding the proper removal of the tip from the tip protector. (B)(4).